Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an operator error. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for evaluation. Visual inspection revealed deposits within the pneumatic block and the pneumatic block connector was not plugged in. The pneumatic block connector was reconnected to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).